Event description:
Patient reported left side "turned loose, flipped over, the bottom of it is in the center of both breast". Patient also reported "my left breast has been nothing but trouble. It is hard, and it hurts. The left one "slipped" and it was replaced with the same kind." "Then I get this letter that they are recalled. The left one has flipped again. And it has ripples in it. It looks weird. The left breast hurts and is hard." Patient representative later reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: reconstruction, hospitalization, additional care, infection, denied disability, chronic pain, other symptoms to pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, cold sensation, increased risk of alcl, and anguish and fear due to risk of alcl' patient has not been diagnosed with alcl. The following reported events have been deemed not related to the device: breast implants put in after cancer, scarring, disfigurement, blood disorder, iron deficiency, mental pain, mental pain and suffering. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; infection.